Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error, and while trying to clear the alarm he discovered that one of his buttons was unresponsive. The patient's blood glucose at the time of incident was 560 mg/dl. The motor error was successfully cleared, and the unresponsive button began to function again. He treated by changing the infusion set and treating with the pump. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also; the insulin pump was received with intermittent button response due to corroded keypad traces. The motor was tested outside of the device and passed. The insulin pump passed the displacement. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.